Event description:
It was reported that the physician was not satisfied with the rigidity of an inflatable penile prosthesis (ipp) equipped with a tenacio pump, as it did not achieve full inflation. As a result, the tenacio pump was removed and replaced with a new ms pump. No complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Incomplete inflation is acknowledged within the directions for use (dfu) and is not related to off-label use or failure to follow instructions. A risk review was completed, and inflation issue is defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.